Event description:
A distributor in sweden reported a malfunction with a customer's insulin pump on (B)(6) 2025. It was noted that the malfunction code was resettable, but the issue persisted after attempting to reset the pump, leading to a recommendation for pump replacement. Details regarding the impact on the customer's blood glucose level are unavailable, but the pump replacement was confirmed and executed without adverse effects. The customer declined to share what backup therapy they would use to ensure insulin delivery was not interrupted. Technical support confirmed the customer's shipping address and instructed on how to return the defective pump, which was within warranty, using the pre-paid label and return box provided.